Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving several different episodes of inappropriate shock for supraventricular tachycardia due to av interval delta programming. One episode was initially diagnosed correctly as svt but was finally diagnosed as vt due to programmed parameters. Another episode was correctly diagnosed as a true ventricular fibrillation episode and was treated appropriately. Programming changes were recommended but not made. Device remains implanted. Patient will be monitored.